Event description:
Philips received information about the v60 ventilator indicating that the liquid crystal display (lcd) was defective. It is unknown if there was patient involvement at the time the issue occurred; however, there was no report of patient or user harm. The customer ordered and installed the replacement lcd assembly to resolve the defective lcd issue. The lcd was returned to philips for failure analysis. Evaluation and testing of the returned part resulted in a no problem found. The technician verified with the use of the suspect lcd that: 1. The graphics were crisp and clear with the use of diagnostics mode as well as the use in functional mode 2. The backlights were bright resulting in an easy-to-read, functional display. 3. The brightness control was easily accessible and operated as designed. 4. The ventilator standard test bed (stb) did power down with the use of the lcd touch screen button as well as the accept button on the front panel. 5. The screen lock function on the lcd operates as designed on the lcd. 6. With the suspect lcd installed on the pil stb the stb operates without issue or error code. 7. The accessibility of the parameters and the changing of the parameters operate as designed.